Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the product was opened during sub total gastrectomy, when the needle was grasped and tried to be pulled out, the thread and the needle were disengaged and the surgeon stopped using the device. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury.